Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00313. Concomitant medical products: femur cemented (ps) standard left size 7, item#: 42500606201, lot#: 64824490; clearmix triple mix, item#: 414703, lot#: 31054; all-poly patella cemented 29 mm diameter, item#: 42540200029, lot#: 64835013; articular surface fixed bearing (ps) left 10 mm height, item#: 42512400510, lot#: 64832247; persona cem fem/cem tib/v, item#: 98000241520, lot#: 65315038. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to loosening of the tibial and femoral components. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of use. No bone cement was noted on both the femur and tibial plate. Radiographs were provided and reviewed by a healthcare professional. Review of the available records identified that due to poor imaging loosening cannot be confirmed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert: 87-6204-022-23: loosening is a known risk of the system. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised one year and five months post implantation due to loosening of the tibial and femoral components.